Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the while external pulse generator (epg) was connected to a patient the device was turning off and on despite the installation of a new battery. It was also turning off with a single button touch, instead of the two touch requirements. The device was removed from service at the facility but has not been returned for analysis. No patient complications have been reported as a result of this event.